Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, reservoir was unable to lock, prime/fill anomaly, battery cap contact missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1711k was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. The pump primed properly. The pump was monitored and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6) 2024 11:13:21.000, (B)(6) 2024 11:13:47.000, (B)(6) 2024 11:14:27.000 and (B)(6) 2024 11:14:47.000. Low battery alert was found on: (B)(6) 2024 11:08:00.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 11:13:46.000, (B)(6) 2024 11:14:26.000 and (B)(6) 2024 11:14:35.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected low battery alert and failed battery alert/battery failed alarm noted during testing. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 27-oct-2024 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 05:37:19.000, (B)(6) 2024 05:38:01.000 and (B)(6) 2024 05:38:53.000. No unexpected no delivery alarm/insulin flow blocked alarm noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The test p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Retainer ring damage (a cracked retainer) was confirmed. Reservoir unable to lock into place was not confirmed. The pump passed all the required testing. Customer alleged for prime/fill anomaly and failed battery alert/battery failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.